Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) produced a "system self-check failed" alarm during maintenance. Restarting the device did not resolve the issue. There was no reported patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported system self-check error has been completed. Imc logs from the complaint date showed sau powermod 1 communication issues which resulted in failure of system self-check. The power battery manager (pbm) was confirmed to have corrosion on the communication traces next to the super caps. The root cause of syscall error was due to a defective pbm. The root cause of the defective pbm was corrosion due to leaking super capacitors. This report is being filed as part of a retrospective review of historical records.